Manufacturer narrative:
The investigation determined that a higher than expected vitros amon result was obtained when a pooled patient fluid was processed using vitros amon slides lot 1018-0254-2291 on a vitros 5600 integrated system. The most likely cause of the higher than expected vitros amon results was an instrument related issue. Amon diagnostic precision testing failed acceptable guidelines, suggesting an issue relating to microslide incubator contamination. Upon inspection, the customer indicated the cm/rt evaporation caps were dirty. The likely cause of the imprecision was incubator contamination the cause of which is unknown. An ortho fe performed service actions on the instrument, which included the replacement of the cm and rt evaporation caps, cleaning of the dispense blades and microslide incubator. Following ortho fe actions, diagnostic precision testing indicated acceptable instrument performance. A vitros amon reagent issue is an unlikely cause of the event, as post-service qc results were acceptable. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros amon reagent lot 1018-0254-2291. Email address for contact office is (B)(4).

Event description:
A customer contacted ortho clinical diagnostics (ortho) global technical support center (tsc) to report a higher than expected ammonia (amon) result from a pooled patient fluid when tested using vitros amon reagent on a vitros 5600 integrated system. Pooled patient fluid, vitros amon result of 125.74 umol/l versus the expected result of 91.0 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The customer obtained the lower than expected results when processing a pooled patient fluid. There was no indication patient results were affected around the time of the event. Ortho was not made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4) / ivd (B)(4).